Manufacturer narrative:
This additional information supplemental report was submitted based on changes to describe event or problem field b5, initial reporter information in e1 fields, and occupation field e3.

Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted. Boston scientific technical services (ts) received a call from the boston scientific representative. The boston scientific representative provided the patient called the healthcare facility (hcf) and stated the icm device was coming out of the pocket. The patient went to the emergency department (ed). The icm device was subsequently explanted. The boston scientific representative provided the ed that explanted the icm device would return it for analysis but at this time the device has not been returned. Additional information from the boston scientific representative another icm device is expected to be implanted to continue monitoring the patient. No additional adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted. Boston scientific technical services (ts) received a call from the boston scientific representative. The boston scientific representative provided the patient called the healthcare facility (hcf) and stated the icm device was coming out of the pocket. The patient went to the emergency department (ed). The icm device was subsequently explanted. The boston scientific representative provided the ed that explanted the icm device would return it for analysis but at this time the device has not been returned. Due diligence to gather initial reporter name and additional information has been completed but no information was provided. No additional adverse patient effects were reported.